Manufacturer narrative:
Product analysis: overheating could not be reproduced, but was confirmed by event logs. Programmer micro processor unit (mpu) was replaced and hard drive was re-imaged. Display overlay was confirmed to be cracked, and handle was confirmed to be broken. Upper case was found to be broken. Inability to save to pdf was unconfirmed. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. Non-healthcare professional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated during use, and was shut down. It was further reported that the programmer screen and handle were cracked. It was further reported that the programmer was intermittently unable to save to portable document format (pdf). The programmer was returned for service. No patient complications have been reported as a result of this event.